Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found that one of the needles was leaking and that two of the hoses were in the incorrect positions. He placed the hoses in the correct positions, replaced 2 of the tubes for the rinse station, and performed successful checks. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for several patient samples with multiple assays on a cobas 8000 c702 module. Examples include results with the following assays: glucose, creatinine, alp, ck, and magnesium. Sample 1: the initial glucose result was 1.19 mmol/l, and the repeated result was 9.06 mmol/l. Sample 2: the initial creatinine result was 3367 umol/l, and the repeated result was 103 umol/l. Sample 3: the initial alp result was 130.7 u/l, and the repeated result was 80.6 u/l. Sample 4: the initial ck result was 134.4 u/l, and the repeated result was 76.3 u/l. Sample 5: the initial magnesium result was 1.16 mmol/l, and the repeated result (on (B)(6) 2026) was 0.87 mmol/l.